Manufacturer narrative:
(B)(4). No malfunction alleged with the tdxsiv-2 power chair. User was hit by a car while operating the chair, dealer unwilling to supply information as it was no fault of the product. Injury and medical intervention alleged.

Event description:
Dealer stated that the tdxsiv-2 was hit by a car while occupied by end user. No malfunction. Injury and medical intervention alleged.